Event description:
Description from the customer: "two of our maquet hcu would be infected with the mycobacterium chymera." Please note the other infected hcu has the complaint number #(B)(4)..

Manufacturer narrative:
Maquet cardiopulmonary have not yet received any lab results which confirm the bacterial contamination. This issue is under further investigation with regard to CAPA(B)(4). A supplemental medwatch will be submitted as soon as additional info becomes available.

Manufacturer narrative:
The manufacturer received from maquet (B)(4). The information, that the customer could not disclose the test results. On 11/30/2015, a fsca was issued regarding revised decontamination procedures for heater and heater-cooler systems from maquet. Since the issuance of the 11/30/2015 fsca, maquet has become aware of the possibility that the rinsing process for the high level disinfection with 5 percent chloramine-t may not adequately remove all residual disinfectant. Therefore a maquet is putting the 11/30/2015 fsca on hold pending a resolution of this issue. In order to ensure the highest possible patient safety, maquet has decided to perform a further validation to ensure safety factors are challenged by the disinfection processes delineated in the corresponding ifus. This additional validation will challenge the disinfection process with real world, highly contaminated devices representing the worst case possible. This validation will be performed and completed: in january 2016 for hcu 40; in february 2016 for hcu 30 and hu 35; in march 2016 for hcu 20. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
On 2015-11-30, fsca 2015-11-30 was issued regarding revised decontamination procedures for heater and heater-cooler systems from maquet. This fsca was put on hold a few days later with fsca 2015-12-10. A new fsca will be issued as soon as the new disinfection procedure is properly validated and can be launched. The new IFU is currently under revision and will contain the instructions for the new disinfection procedure. December 2016 is the anticipated market launch of this new disinfection procedure. The customer did not provide any test results.

Event description:
(B)(4). This is follow-up 2 for the initial report that was originally submitted july 9,2015 as 8010762-2015-00789 and follow-up1 which was submitted december 23,2015.